Event description:
It was reported that the approximately 1cm by 1cm clear plastic along with a 4 inch long piece of brown plastic was found on the delivery device. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported foreign material present in device cannot be established as the product is not available for analysis. DHR (device history record) review: a DHR review cannot be completed based on provided lot number as this lot number is tied only to the labeling. The lot number needed to complete the DHR review can only be identified by examining the device. The device was not returned for analysis resulting in an inability to identify the correct lot number. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported foreign material present in device cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the approximately 1cm by 1cm clear plastic along with a 4 inch long piece of brown plastic was found on the delivery device. There was no patient and procedure outcome information reported.

Event description:
It was reported that the approximately 1cm by 1cm clear plastic along with a 4 inch long piece of brown plastic was found on the delivery device. There was no patient and procedure outcome information reported.

Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, the device was not returned and there is no sufficient information to determine the cause contributing to the reported issue. An evaluation conclusion code of no problem detected was assigned to this investigation.